Event description:
Surgeon cannulated left subclavian vein on first attempt. Guide wire placed and advanced without difficulty. With a scalpel, surgeon made entry a little larger. Small dilator then attempted to be inserted. The end frayed. Attempted to insert larger dilator and the end also frayed. The dilators and guide wire were discontinued intact.